Event description:
The customer received an alarm. The alarm occurred during bolus. The set was changed to solve high bgs. It was found that the customer purchased the wrong cannula length. Instructed the customer to change the set and review the high bg rule. During the call the customer was hosptialized for high bgs. The customer was on insulin drip and the doctor recommended to reconnect the pump. After customer started to use the pump, their bgs began to elevate again and the alarm occurred with every attempt in bolusing.